Event description:
It was reported via medwatch, attempted midline catheter insertion using ultrasound guidance in the left cephalic vein. When attempting to deploy guidewire then catheter, I met resistance, which was also hurting the patient. So I stopped, pulled catheter back, pulled guidewire back, then removed needle from his arm. Inspected the needle/catheter/guidewire and found that part of the catheter broke off from the needle. I used the ultrasound and was able to visualize the catheter partially in the cephalic vein. Patient needed midline for antibiotic administration.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch, "attempted midline catheter insertion using ultrasound guidance in the left cephalic vein. When attempting to deploy guidewire then catheter, I met resistance, which was also hurting the patient. So, I stopped, pulled catheter back, pulled guidewire back, then removed needle from his arm. Inspected the needle/catheter/guidewire and found that part of the catheter broke off from the needle. I used the ultrasound and was able to visualize the catheter partially in the cephalic vein."